Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from the USA stating that the device was heating up. It is known that the device was used during surgery. It is also known that there was no pt or user injury; however, it is unk if there was any medical intervention related to the event. The date of the event is unk. No add'l info provided.